Manufacturer narrative:
At the time of this report, no product was returned and no additional evaluation of the device was possible. The product literature for this device established that "loads on the device produced by load bearing and by the patient's activity level will dictate the longevity of the implant." Our investigation has concluded that patient compliance may have played a role, but there is insufficient information to determine whether the failure was the result of a mechanical defect or some factor external to the device, and the root cause of the event can not be determined at this time.

Event description:
Physician reported that during a 10 week post op x-ray, it was identified that the left screw at s1 was broken. There was no adverse outcome to the patient and there are currently no plans for revision. The physician reported that the patient had a history of non-compliance and had also broken his tlso brace on two occasions in the 6 week period post op.